Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient was admitted to the hospital where the magnet rate had fallen to 75 ppm.